Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency, fecal incontinence patient reported that they were very groggy and 'out of it' the day after the procedure. On (B)(6) 2018 patient also reported that they were given medication for infection after the procedure with made them sicker than a dog and they stopped taking the medication. No further complications were noted or anticipated.